Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(4) began burning and smoking when placed in the downloader. The customer reports hearing a pop and a sizzle and then the customer reports smelling burning electrical components. There were no injuries associated with the event. The analyzer and downloader were replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that a rechargeable battery was being used in this analyzer at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident:(B)(4). The investigation was completed on (B)(6) 2022. The customer reported that, when analyzer s/n (B)(6) was docked in downloader recharger (drc) sn (B)(6) , a pop and sizzle were heard and smoke was emitted from the analyzer. It was noted that a rechargeable power pack with a born-on date (bod) of (B)(6) 2016 was in use in the analyzer when the incident occurred. The investigation determined that the cause of the complaint was the use of a 19 vdc power adapter at the customer site, which in turn caused component failure in both the drc and the analyzer, and caused the smoke reported by the customer. As per the I-stat system manual, the output voltage of the power adapter must not exceed 12 vdc. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.